Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an increase in pacing thresholds and loss of capture. The patient had a competitor's right ventricular pace/sense lead. The physician was planning to perform a revision procedure in the near future. At this time, no adverse patient effects have been reported as a result of the above clinical observation. It was reported that the patient had experienced abdominal discomfort post implant, at this time, there is no evidence to suggest a perforation.

Event description:
Additional information indicates that this patient underwent a revision procedure and the competitor's rv lead was repositioned. No further completions have been reported.